Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump returned a low battery alert then the display went blank. Blood glucose level was 63 mg/dl at the time of the call. Customer treated with juice. Customer installed a new battery and reported that the display returned. No further information was provided.